Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Suspect battery discarded at site and will not be returned to manufacturer for analysis. The cmos battery was replaced and the issue was resolved. On (B)(6) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported that a site's navigation system computer intermittently became unresponsive and shut-down. The navigation system computer was not turning off or on properly. Can often see 'no input detected' message on the monitor screen. No further details regarding the issue were provided. There was no patient present when this issue was identified.